Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. The lens was explanted which reportedly "resulted in rapid normalization of the iop." It was also noted that "peripheral laser iridotomies had been well performed preoperatively.".

Manufacturer narrative:
Corrected data: h11- manufacturing narrative: elevated introcular pressure, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).